Event description:
An over-infusion occurred due to operator error. Reportedly, the clinician changed the programmed rate in the middle of the infusion and then restarted the run. The pt was not seriously injured. Although the customer was certain that the incident was caused by operator error, they requested that the manufacturer evaluate the device.